Event description:
The pt's doctor admitted pt to the hospital because the suspect device results had been running high for a week on their blood glucose. The results were 184, 176 and 233 mg/dl. While in the hospital, their glucose was checked on a hospital meter and the reading was 83 mg/dl. Spouse said pt was started on insulin shots. Controls were not used. The device was replaced and rquested to be returned for evaluation.